Event description:
The elderly patient was having a biopsy procedure. Patient has metastatic breast cancer. Four biopsies were to be performed using ultrasound guided focal liver biopsy procedure. Patient was subsequently positioned in the supine position. A preliminary scan confirmed the presence of an accessible window to the liver. Preliminary ultrasound demonstrated the previously identified lesion in the segment 2/3 of the liver. Four core biopsies of the liver lesion were obtained using an 18 gauge temno biopsy needle under ultrasound guidance through a 17g introducer. During the procedure, a tab from the device snapped off. The biopsy gun was unable to remain in a cocked position. The casing separated at the seam of temno as well. No harm to patient occurred, both the device and the broken tab was given to the radiology technologist manager. Post procedure imaging showed no hemorrhage or other complications. Patient transferred back to the holding room in hemodynamically stable condition. Impression: successful focal core biopsy of the liver. Imaging staff have made contact with the manufacturer.